Event description:
According to the reporter: occurred during a mastectomy procedure. The suture detached easily from the needle during subcutaneous suture. Or upon removing from package. There was no patient harm. The status of the patient is no problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.